Event description:
The customer reported to olympus that the visera 4k uhd camera control unit did not turn on and had an e117 error code indicating a camera control unit malfunction. The issue was found during preparation for an unknown therapeutic procedure. There was no patient or other person affected or involved in the event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: the device was returned to olympus for evaluation, and the customer's allegation of an e117 was confirmed due to a faulty printed circuit board. Additionally, the video connectors were found broken, but the connection was possible, due to a faulty video playback module. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer's response present in b5.

Event description:
Additional information received from the initial reporter confirmed the error occurred before starting the procedure; the procedure was rescheduled. The procedure was performed with another 4k video laparoscopy system.